Event description:
It was reported that noise was observed. The patient was asymptomatic. The noise could be reproduced with isometrics. Lead issue was suspected. Programming changes were recommended to further assess the lead. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient present for a follow up and no further issue was observed. The decision was made not to change recommended programming changes. Patient is doing well and will be monitored via remotely.